Manufacturer narrative:
H6: corrected type of investigation codes.

Manufacturer narrative:
D10: concomitant devices unknown. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation the patient had a right knee revision on (B)(6) 2012. Approximately 7 years and 9 months after the first revision the patient had a second right knee revision on (B)(6) 2020 due to pain, swelling, instability, bone loss, bone resorption, tissue destruction, polyethylene wear debris, component loosening, accelerated polyethylene wear. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.